Event description:
It was reported that the catheter will not be returned.

Event description:
Additional information: the patient experienced lack of efficacy despite dose escalations. Catheter aspiration and a dye study were normal. The patient was doing "fine," but the response to intrathecal baclofen was still questionable. The dose was going to be decreased to assess response at a lower rate. The device system was being used to deliver gablofen.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that "the patient had a catheter problem" and the catheter was replaced at the end (B)(6). At this time nothing was done or changed with the pump. No patient symptoms were reported for this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).